Manufacturer narrative:
Complainant's daily insulin routine is 15 units 3xd before each meal. Approximately 10 minutes before testing at 9:45pm the complainant took her 15 units of insulin and then ate cereal and milk. At 9:45pm the complainant performed a blood glucose test getting a result of 211 mg/dl. At 10:00pm the complainant performed a second blood glucose getting a result of 190 mg/dl. According to the complainant she was 'not comfortable' with the 211 mg/dl, and based on the two reported results, the complainant administered an additional 10 units of insulin. The complainant reported she began to 'feel lightheaded and nauseous'. She went to bed and approximately 3:00am, her mother called emts because she noticed the complainant was sweaty. At 3:10am, the mom performed a blood glucose test using her husband's meter getting a result of 200 mg/dl. Emts arrived at 3:20 am and performed a blood glucose test at 3:25am getting a result of 57 mg/dl. Based on that result the emts advised the consumer to eat a fruit cup and a ham sandwich to help raise her blood glucose level. At 3:40am the emts performed another blood glucose test getting a result of 64 mg/dl. The complainant declined to be transported to the hospital because she was feeling 'better' . Emts left and the complainant went to bed. The next morning at 8:45am, the complainant performed a blood glucose testing using her father's meter getting a result of 113 mg/dl. Complaint is confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within specification. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer called into customer care reporting high blood glucose results.